Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced significant swelling following the implant surgery of his inflatable penile prosthesis (ipp). The patient underwent surgery to remove the device as a precautionary procedure to avoid a possible infection. At this time, there is no plan to re-implant another ipp. There were no further patient complications reported.